Event description:
The im rod broke in the pt's femur. They could not pull out the broken im rod. The broken piece was pushed out of the proximal side by using kuntscher rod. The surgeon drilled around priformis fossa to make add'l hole for the insertion of the kuntscher rod. It took more than 2 hrs to pull out the broken im rod from the pt's femur.